Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. The original tubing set reported in the event was returned with a collapsed neoprene sleeve. The ar-6480 pump was evaluated. No non-conformances were found. According to the event, the pump was set at 65 mmhg (the pump's operating manual recommends a 35mmhg setting for a knee). This may have been a contributing factor to the event. A most likely cause of the event is that the operative joint capsule may have already been compromised from prior (pre-operative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. Based on the information provided, another most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that while using the pump, the patient's right knee got filled with fluid and was swollen. The surgeon attempted to get as much fluid out of the patient's knee as possible. Finally, the surgeon aborted the case. The patient was then transferred to the recovery area and later discharged to go home. The pump was evaluated by the hospital's biomed department but they could not duplicate the event. Case: knee scope. The surgery has not been re-scheduled. It was also reported that this same pump was used in an earlier case the same day with no incident. Follow-up investigation: a second incision was necessary to drain the fluid. The pump was set at 65 mmhg (the pump's operating manual recommends a 35mmhg setting for a knee) and the tubing chamber remained ½ full but the bladder did not collapse. No alarm sounded.